Event description:
This is the first of two events for the same pt. It was reported that the pt underwent a minimally invasive tlif using infuse bone graft. At an unk time post-op, the pt experienced a recurrence of radiculopathic pain at or above the pre-operative pain level. An encapsulated fluid collection was diagnosed by unk method, and an aspiration of the encapsulated fluid collection was reportedly performed. A second aspiration was subsequently required due to reported recurrence of the encapsulated fluid collection. The pt reportedly has some residual fluid accumulated. Current pt condition and lab results are unk.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.